Event description:
This is a follow-on to our manufacturer report # 3007137787-2024-00001, with the same patient ("patient 1"). Customer reports that while on aquadex smartflow therapy, weight mismatch alarm occured on (B)(6) 2024; approximately 100 ml excess was pulled in 45 minutes. Customer reports "agitation restlessness" and that 2 boluses of fluid were ordered (10 ml/kg each). Ultrafiltration rate was dropped to zero in response to weight mismatch alarms.